Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 3.5, re-test: 3.6, hospital: 7.0. Nurse didn't know how much time in between inratio test and the lab draw at the hospital. Pt started cipro beginning of (B)(6).

Manufacturer narrative:
Investigation pending.